Event description:
According to the reporter, during a laparoscopic wedge resection, during the transection of the lobe, the device had the proximal staple line incomplete, after pressing the green button the surgeon tried to fire it, but the load did not moved, they tried the second reload but it only fired 1 cm from the proximal site. They used a disposable handle to complete the case and resolved the issue. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual and functional evaluation of the handle noted no abnormalities. Evaluation of the device noted that the code drive_motor_excessive_load_mode was present. This was indicative of a thick tissue application and could confirm the reported condition. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the drive_motor_excessive_load_mode error codes may occur of the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In either scenario, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.